Event description:
It was reported for the past 7-8 months, the patient's pump had worked "on an off" resulting in the patient experiencing pain symptoms. Volume discrepancies were noted at the last three refills. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.